Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a foley catheter cuff check before the patient's indwelling, the tube in the 2-way section inflated and ruptured when attempting to expand the balloon from the syringe connection. The 2-way section inflated and ruptured during the injection of distilled water.

Event description:
It was reported that during a foley catheter cuff check before the patient's indwelling, the tube in the 2-way section inflated and ruptured when attempting to expand the balloon from the syringe connection. The 2-way section inflated and ruptured during the injection of distilled water.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12182448. Visual evaluation noted received 1 all silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngjw2612. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked out of a tear measuring 0.1890" found on the inflation shaft. No balloon ruptured present. The root cause for this failure, per CAPA 12182448, is the silicone injected into the forming cavity is entering pre-cured, which causes overheating in the gate area or injection point, as a result, the breaking point between the gate and the molded part is not properly generated, which prevents automatic separation. This requires manual detachment, increasing the risk of perforation at the adapter injection point due to the high temperature in the gate caused by the lack of flow in the jacket. Risk review, labeling review, and DHR review are not required as event has already being investigated per CAPA 12182448. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.